Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was not returned and no further evaluation could be performed.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the zipfix implants were inserted with some difficulty. It was reported when the patient was in recovery, the patient had an aggressive cough and all the zipfix implants popped open. No further information was provided. This report is for a quantity of two zipfix implants. This 1 is 2 of reports for the same event, (B)(4).

Manufacturer narrative:
(B)(6).